Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 8 of the patient's mouth. Details of surgery: nerve encroachment. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and fistula. No further patient complications were reported.